Manufacturer narrative:
The immucor laboratory tested retention product on 24aug2018, which performed as expected. The immucor laboratory also tested a returned blood sample from the customer site ((B)(4)) against retention product for r983 on 24aug2018, and also on 28aug2018 with id363, both of which yielded expected positive outcomes. The pattern was not the most typical of reactivity, but enough to identify anti-fyb. The immucor laboratory did not reproduce the customer observations. An immucor field service engineer (fse) visited the customer site on 21aug2018 to assess the testing instrument and determined the following. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. On 31aug2018, another immucor employee subsequently visited the customer site and reported that the intake lines in the back of the instrument had discoloration, and also that there was marked discoloration in the washer manifold waste tubing. (B)(4).

Event description:
On 20aug2018, a customer reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument, when tested on (B)(6) 2018.